Event description:
The following description of the event was documented by a (B)(4)tech support specialist in response to a phone conversation with user facility representative. "Customer claims his unit is not audible alarming, you can create a alarm and she only gets the visual alarm, customer wants to know if this unit still under warranty, informed customer is unit is out of warranty, instruct the customer to open the unit and check the connection from the speaker to the main pcb. Customers going to check this unit and if he needs any more help you'll be calling us back."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Even codes were derived based on info documented by a (B)(4) tech support specialist in response to a phone conversation with a user facility representative. The (B)(4) technical support department has attempted to contact the user facility in order to obtain additional info concerning the evaluation and repair of the device by their biomed dept and the current status of the device. The (B)(4) technical support department has been unsuccessful thus far. Should additional info become available concerning the eval and repair of the device by the user facility carefusion will submit a follow-up medwatch report. At present (B)(4) considers this to be an isolated incident.